Event description:
Caller reported a cartridge alarm issue with their pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller to return the problematic pump using a provided return box and label. The caller was informed that they would receive a replacement pump with updated software and was advised to program their pump settings into the new device and to connect their cgm. Replacement cartridges were also sent to the caller, who understood and acknowledged all instructions provided by technical support.